Event description:
It was reported that there was a hardware failure that caused fluoro x-rays to become unavailable during a patient exam. No injury has been reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.